Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the blue led was flashing and the device failed the self-test. It was further determined that the blue led blinked for about 5 minutes. Therefore, the reported condition was confirmed. The assignable root cause was not determined. This issue is associated with to a CAPA due to manufacturing issues. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the blue led was flashing and the device failed the self-test on the universal battery charger device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.